Event description:
Date of event: (B)(6) 2013 17:14:23, (B)(6) motor error alarm t/s per dop. Reviewed patient history in (B)(6). Expl alarm, assisted in clearing. Adv customer to disconnect from the pump. Adv customer to check if the drive support cap is loose, flush or protruded. Found: protruded. Customer states pump was not exposed to a high magnetic field. Attempted to check alarm history for e70: unable to check alarm history.. Customer states they are not able to rewind the pump. Adv the pump requires replacement and to not use the pump. Adv to revert to backup plan per hcp instructions. Expl rpl policy. Expl interaction aftercare email. Additional notes: cust sts reservoir cannot lock in pump. Bumped/dropped/cosmetic damage t/s per dop. Customer states the damage to the pump was not caused by a vehicular accident. Customer states the pump does not show signs of physical damage. Type of damage is: driver support cap protruded. Damage occurred: normal use. Location of the damage is: reservoir. Customer states the damage to the pump is: protruded drive support cap. Customer's description of the drive support cap: cust sts it is sticking out.. Reminded customer to never manipulate or push on the drive support cap while connected. Adv customer to disconnect from the pump. Customer reports the drive support cap is protruding. Asked if the customer recalls pressing the cap while connected. Found: normal. Adv customer the pump will need to be replaced. Adv customer to follow their medically prescribed back up plan. Expl rpl policy. Expl interaction aftercare email. Ship: 1 rpl pump / return: 1 pump.

Manufacturer narrative:
"Eport has any "defects" or has "malfunctioned".

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the rewind due to corroded motor homeswitch. Unable to perform the displacement test or verify e-70 alarm in alarm history screen due to the motor error larms. No loose drive support disk noted. The insulin pump was working properly by inserting/twisting a reservoir/infusion setup into the reservoir tube and confirmed it fit properly.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 216mg/dl. Troubleshooting was performed. The customer stated that the case drive support cap was protruded, and he was not able to rewind the insulin pump. The device was not exposed to a high magnetic field. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.